Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. The sample was visually inspected and it was noticed that the device arrived damaged; broken at the bottom of the port and the tube in 2 parts. A leak test was carried out and there was no leak in the assembly of the port as mentioned in the complaint. Instead, the leak that was confirmed was caused by a cut or repair which did not originate during manufacturing. A gemba was carried out in the manufacturing process. The current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No conditions were found that could trigger the condition therefore an exact root cause was not able to be determined. No corrective actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an 8fr weighted tube had been inserted in a patient from march 8-march 31st and was leaking from the joint below the moat. Additional information received from the customer on (B)(6) 2023 stated the leak was at the seam below the y-port before the tapering. The device was removed and replaced requiring an x-ray for the new tube placement one week earlier than if the tube remained intact. There was no injury to the patient during the incident.